Manufacturer narrative:
Evaluation results: one cadd solis was returned for investigation in good condition. All the labels were still intact. No physical damaged was found on the device. Error "46507" was not duplicated at power up. Although error code 46507 was not duplicated, the error code was found recorded in the event log and mu mode. The root cause of this product problem was not established. The main board was replaced as a preventive.

Event description:
It was reported that the device gave error code 46507. There was no patient involvement.